Manufacturer narrative:
The calibration data shows calibration errors. The qc recovery shows high imprecision of control recovery. The alarm trace shows "abnormal sucking" errors attributed to the sample probe. The service engineer replaced the sample probe, cuvettes and adjusted the rinse levels for the probes. No further issues were seen after the corrective maintenance. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high hemoglobin a1c result for one patient from the cobas 4000 c311 analyzer. The initial result was 8.09% with a data flag and was reported outside of the laboratory and the physician request for repeat testing. On (B)(6) 2019, the repeat result was 5.91%. The result from a new sample from the patient was 6.02%. The reagent lot number and expiration date were requested but were not provided.